Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's serter was malfunctioning. The serter was not properly expelling the sensor. The customer stated the sensor would get stuck in the cartridge and sometimes the needle would get stuck in the serter. The customer's blood glucose value was 121 mg/dl. Nothing further was reported.